Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional information received via email from sales rep 15may2017: the fracture/breakage occurred on the cannula shaft. It was not determined how the fracture occurred. "It was only noticed that the co2 leak was coming from the trocar." "The method of insertion for this case was a direct trocar insertion." The break was considered to be a "clean break". The sales rep confirmed that the two other events were previously reported under the following cer#s: (B)(4). Additional information received via telephone from sales representative on june 05, 2017: it was confirmed the unit that was sent back was the full unit which experienced the cannula breakage. The unit was a ctf71, and not a ctb71.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Event description: after trocar was placed, the techs noticed that co2 was leaking and that's when they noticed the trocar was broken. Nothing had been passed through the trocar. At that point they removed the trocar and notified the urology coordinator. Additional information received via email from sales rep 12may2017: the lot number was not obtained and the packaging was discarded. There was not much information they could give as they simply noticed it was cracked and leaking co2. They are unsure of how the crack occurred. You should know that this is the 3rd trocar to break on them in the last 6 months. Type of intervention: trocar remove. No patient injury or illness occurred associated with the complaint event. Patient status: na.